Event description:
During surgery the surgeon want to use the intrument from consignment set, he slid the reamer over the guide wire and it would not go. Upon inspection he found that the cannula was full of "material" the scrub nurse took a reamer blank instrument and it would not go as well. When the guide wire was removed there was black tarry material on the end, believed to be cooked blood.